Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was replaced because the patient needed to charge every 4 hours. No known factors led to the issue. The ins was discarded by the hcp. The issue was said to be resolved. No further complications were reported.